Event description:
A (B)(6) male had the 1.6 mm 3 x 8 t plate (pn 333-1606) implanted on (B)(6) 2012. The plate broke through a screw hole at nearly three months after implantation on (B)(6) 2012. The pt's index finger was fractured with a butterfly fragment (wedge-shaped fragment of bone split from the main fragments). The plate was not explanted. The fracture was created with a brace at night after the breakage of the plate. Per the doctor, fracture healing of the pt is in progress.

Manufacturer narrative:
According to the IFU for hand plating system, the osteomed hand plating system is recommended for use in pts with sufficient bone quality to sustain effectiveness and benefits of rigid fixation. Weight bearing is not recommended following implantation until fusion has occurred. Multiple bending may weaken the plate and could result in implant fracture and failure. The osteomed hand plating system implants are not intended to endure excessive abnormal functional stresses. The osteomed hand plating system is intended for temporary fixation only until osteogenesis occurs. The surgeon must have specific training, experience, and thorough familiarity with the use of internal rigid fixation devices, surgical techniques and post operative care. Patients must closely follow the post operative instructions from their surgeon. A review of the internal records show no non conformances for this product in the past year. Review of internal complaint database shows one other complaint for this part which was from the same doctor with the two implant surgeries performed within three months of each other.